Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected medical device, component, and investigation clinical codes.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2014. Approximately 7 years and 10 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a coordinated action in (B)(6) county with master case no. (B)(4). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device.

Manufacturer narrative:
D10: concomitants: 201-45-00 - saw guide holding drill 1/8 x 5 unassigned, 213-49-00 - lpi collar drill unassigned, 02-010-03-0225 - logic cr femoral cem, left sz 2.5 2156984, 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t 2630568, 200-02-32 - three peg patella 32mm 2858526, 201-46-10 - holding pin headless 3" (4 pk) 3609228. Pending investigation.